Event description:
It was reported that a stent fracture occurred. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device, the proximal part of the stent catheter broke. The device was replaced, and the procedure was completed with a different device. There were no patient complications nor injuries reported.